Manufacturer narrative:
Pump passed displacement test and self test. Pump received with moisture damage on electronics assembly noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 373 mg/dl at the time of the incident. Customer reports there is fluid under the lcd display. Customer reports the type of fluid or moisture exposure to the pump was water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.